Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the device had difficulty converting an arrhythmia. It took multiple shocks to convert. During the event, one of the shocks induced an arrhythmia. The arrhythmia was successfully converted. There was some functional undersensing due to changes in the intrinsic morphology. Also, the shock impedance was high but within normal limits. An x-ray confirmed the electrode placement was not optimal. The doctor explanted and replaced the system. There were no additional adverse patient effects.

Event description:
It was reported that the device had difficulty converting an arrhythmia. It took multiple shocks to convert. During the event, one of the shocks induced an arrhythmia. The arrhythmia was successfully converted. There was some functional undersensing due to changes in the intrinsic morphology. Also, the shock impedance was high but within normal limits. An x-ray confirmed the electrode placement was not optimal. The doctor explanted and replaced the system. There were no additional adverse patient effects.